Event description:
It was reported that the patient presented to the clinic for a follow-up. Upon interrogation, it was noted that the pacemaker exhibited noise and unable to capture at high outputs. During the explant procedure, the physician was unable to loosen the right ventricular (rv) set screw. The pacemaker was then explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of capture issues on the right ventricular (rv) channel and lead stuck in the rv set screw were confirmed. The device was cut open for further analysis and revealed that no rv output pulses were being generated in bipolar mode. All the connections were normal, and no code corruption was found. A firmware download was performed and restored the device to normal pacing operation. The rv output was shut off most likely due to some noise that was being generated and suspected to be related to the integrated circuit (ic) in the hybrid. However, the anomaly in the ic could not be determined. Additionally, final analysis revealed that the lead stuck in the rv set screw was caused by the set screw inset being stripped and could not loosen with torque wrench. This was due to incorrect use of the torque wrench by the physician. A device history record (DHR) was reviewed to ensure each manufacturing and inspection operation was performed. The product passed all quality control tests prior to its distribution.